Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Reviewed programming and appeared to be correct. Pump was functionally tested and performed normally. Pump passed the high pressure test. Customer manually injected for thier high blood glucose and still did not come down. Explained this may be an insulin issue, suggested customer change to a new vial of insulin. Reviewed insertion technique and customer is doing everything correctly. Customer had changed from humalog to novolog and is now back on humalog. Customer had been hospitalized due to high blood glucose.